Event description:
The patient reportedly experienced intermittencies followed by a loss of lock with her internal device. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery has been scheduled.